Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on a2p2 and deployed. Post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the degenerative leaflets. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported slda appears to be related to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.